Event description:
I used a thermacare heat wrap on my leg and hip and received 2nd degree burns, blisters, nerve ending damage and rash from my knee to my hip and hip to my waist. The directions said it could be left on for 8 hours but I only left it on for no more than 30 minutes on any one place. It has been 8 months now and I still have nerve ending pain, rash and scars from the burns. This has caused me severe pain, loss of work, unable to do my normal daily work or life. Excoriating pain and on heavy medications for the pain. Pfizer has had problems with other products like this in 2010 with burns and rash and was taken off the market but put back on. The product I used was not out of date. In my opinion, these should be taken off the market. I have gone online and others have had the same problem and continue to have the same problem. I did contact pfizer and was advised that there was no chemicals in these that could cause burns or rash. Diagnosis or reason for use: pain in my leg and hip.